Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension on (B)(6) 2016. During the initial implant the device was not placed where intended. The physician unintentionally pulled back on the delivery system causing the suprarenal stent to be placed lower than planned. The physician noted even with the placement there was still a good seal based on the angiogram. A final review of the implant procedure identified a potential type 2 endoleak, no additional procedures were done to address the leak at that time. On (B)(6) 2016 a follow up computed tomography (CT) showed a potential type 1a endoleak and a potential type 1b endoleak. The physician is planning a secondary procedure but patient has not been scheduled yet. The patient is asymptomatic and in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the unintended deployment of the suprarenal stent, lower than intended, a type 1a and type 1b endoleak. Additionally, the clinical evaluation was able to confirm a type 2 endoleak. The clinical assessment was based on no medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, device sizing selection, significant calcification and thrombus in the aortic neck.

Event description:
Patient underwent a secondary endovascular intervention on (B)(6) 2016. The physician elected to implant a suprarenal aortic extension and an ovation limb extension to seal the proximal and distal endoleaks.